Event description:
It was reported to gore that on (B)(6) 2025 this patient emergently underwent thoracic endovascular aortic repair (tevar) with a gore® tag® thoracic branch endoprosthesis (tbe) to treat a type b aortic dissection. Reportedly, the physician advanced a gore® dry seal flex introducer sheath dsf (dsf2433) and a gore® tag® thoracic branch endoprosthesis aortic component (tbe) over a lunderquist® extra-stiff guidewire and a through-and-through wire (jagwire¿, 450 cm) to the target location in zone 2. During the advancement of the tbe device, twisting of the guidewires was observed, which was resolved by performing a 360° rotation within the descending thoracic aorta. The device was then re-advanced to the target site and accurately positioned, aided by the stent markers. However, deployment could not be performed as the physician experienced significant resistance whilst attempting to pull the deployment knob. Further, the device was checked by the physician if the proximal part of the endoprosthesis had not opened unexpected and to retrieve the device carefully. As during several retrieval attempts, the device exhibited proximal bending towards the inner curvature of the aorta, it was then decided to remove the non-deployed device from the patient. To proceed, a gore® tag® conformable thoracic stent graft with active control system was inserted to the intended location and deployed distally to the left common carotid artery. Additionally, a left subclavian artery bypass was performed. Reportedly, the physician believes that the reported deployment failure of the tbe device may have been due to a manufacturing defect. The patient tolerated the prolonged surgery and it was no harm reported.

Manufacturer narrative:
H6, type of investigation. Code b14: a review of the manufacturing records for the device verified that the lot met all prerelease specifications. The device and the delivery system is currently in transit to gore. The product evaluation for this device is ongoing and will be started after device is received. Additional information is being gathered from field. The investigation is ongoing. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated g3. H3: device evaluated by manufacturer changed to yes. H6, type of investigation: added code b11 and b01. Health effect - impact code: added code f1906. Code f1901 is no longer applicable. Investigation findings: added code c1601, code c21 is no longer applicable. -nvestigation conclusions: added code d0301, code d16 is no longer applicable. Investigation summary and product evaluation results: a review of the manufacturing records indicated the lot met pre-release specifications. The gore® tag® thoracic branch endoprosthesis - aortic component (tac083715e) was evaluated at gore. The observation of inability to deploy the gore® tag® thoracic branch endoprosthesis device during the device evaluation was due to the presence of an incorrect knot on the proximal end of the long sleeve of the device. This incorrect knot prevented the long sleeve deployment stitches from unlacing and caused the resistance felt when attempting deployment. Due to the presence of an incorrect knot preventing device deployment identified during the device evaluation, it is likely the failure mode is attributable to the manufacturing process. The risk management documents for the gore® tag® thoracic branch endoprosthesis were reviewed. No potential new or different reasonably foreseeable risks related to the device or its use were identified based on this event. This type of occurrence will continue to be monitored and trended for event trending analysis. Review and appropriate actions will be taken as they are deemed necessary.